Manufacturer narrative:
The anesthesiologist providing the case details was not present for the operation. We conducted a review of the lot history records for the sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a pt reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove". The sensor device functioned as intended and does not appear to have malfunctioned. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. Our investigation concludes that a pt presented with a skin pigmentation change, likely related to the use of a bis sensor three months earlier. It is unclear if earlier identification and/or medical intervention or precautions would have influenced the development of the pigmentation change. There is a moderate likelihood that the skin changes are permanent, therefore an MDR is required.

Event description:
Aspect rep was contacted by distributor on (B)(6), 2009 regarding a pt who underwent a 2.5 surgical procedure on (B)(6), 2009. Although the procedure occurred in (B)(6) 2009, when the pt returned to the hosp in july for surgical follow-up, he mentioned an area of pigmentation on the forehead, and was referred to the anesthesiology dept. According to the reporting anesthesiologist, the pt recalled noticing an area of skin change on the forehead soon after surgery. The reporting anesthesiologist describes and a photograph confirmed an area of hyperpigmentation in the center of the forehead with size, shape and location consistent with the center electrode of a bis sensor. The irritation was not treated nor was consultation requested. At this time, the dermatological pigmentation is improving.